Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 was failed. The field service engineer (fse) cleaned the tower door latch, rebooted the station, and verified that all doors recovered successfully and tested good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the tower door 2 repeatedly failed. It was clicking and opening; however, it immediately failed when attempting to remove medications, refill, or perform inventory actions. However, there were no delays or adverse events or injuries reported based on this event.